Event description:
It was reported that the procedure was to treat a perforation located in the left anterior descending (lad) coronary artery. The 2.8x19 mm graftmaster covered stent was able to advance to the perforation but the provider was unable to deploy the stent due to the anatomy and the location of the perforation. The perforation was ultimately sealed; however, the method was not provided. Reportedly, the graftmaster did not cause or contribute to adverse events or complications. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.medical device problem code - 3270 removed.

Event description:
Subsequent to the initially filed report, it was reported that the graftmaster failed to cross the perforation. The stent made it to the perforation but could not make it through, and balloon tamponade was performed to seal the perforation. There were no adverse events or complications due to the graftmaster stent. No additional information was provided.